Event description:
It was stated that the customer passed away while wearing the insulin pump. The cause of death was not reported. Phone calls were made to the home phone number on file, the medical doctor's office and the customer's son. Neither of the phone calls produced any information regarding the customer's cause of death. The insulin pump will not be returning for analysis as it was thrown away. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.